Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, abdominal wall necrosis, wound dehiscence, recurrence, dead skin, mesh separated from abdominal wall, purulent material, cellulitis, and adhesions. Post-operative patient treatment included revision surgery, partial closure with placement of wound vac, rotational flaps of left/right abdominal wall, extended hospitalization, removal of mesh, partial closure of abdominal wound, admission to hospital, debridement of necrosis, and hernia repair with new mesh.